Event description:
Since december of the last year (2011) the pt has felt a decrease in her hearing. The test results are showing an increase of the channels' impedances over time. There was a loss of the functional gain in the speech test.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.